Event description:
It was reported that the lead exhibited noise right after implant. The noise only occurred when trying to pace, and was not reproducible with isometrics. The physician elected to replaced the lead.

Manufacturer narrative:
No medwatch form was received.